Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint that the tube fell off could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to have a material separation. It was stated in the report, ¿tube fell off from the connection.¿ a sample photo is not available. The sample is not available for return. There was no patient harm reported.